Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure via self-examination, then confirmed through a physical examination on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018. The patient¿s last known condition was stable.

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device and on the shell surface. During evaluation a crease was observed on the posterior aspect. In addition, a rent was discovered within the crease, measuring approximately 0.1 cm. No other anomalies observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 1005050 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).